Manufacturer narrative:
Only the fully deployed stent was received for analysis; the stent delivery system was not returned. A visual examination of the returned device found no issue with the profile of the stent. The customer confirmed that the correct device was received for evaluation. A review of the device history record (DHR) confirmed that the device met all met its material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The performance of the device was limited likely due anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the mid-esophagus due to a malignancy. The stricture was 8cm in length. The anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent system was inserted into the esophagus and the physician began deployment of the stent. However, as the physician was withdrawing the deployment suture, resistance was encountered and the suture was difficult to pull. When the stent was partially deployed, the physician was unable to release the remaining portion of the suture and the stent failed to completely deploy. The partially deployed stent was removed from the patient. No visible issues were noted with the device and the deployment suture did not appear to be caught or knotted. The procedure was completed with another ultraflex covered esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the mid-esophagus due to a malignancy. The stricture was 8cm in length. The anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent system was inserted into the esophagus and the physician began deployment of the stent. However, as the physician was withdrawing the deployment suture, resistance was encountered and the suture was difficult to pull. When the stent was partially deployed, the physician was unable to release the remaining portion of the suture and the stent failed to completely deploy. The partially deployed stent was removed from the patient. No visible issues were noted with the device and the deployment suture did not appear to be caught or knotted. The procedure was completed with another ultraflex covered esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."